Manufacturer narrative:
(B)(4). The ge service rep adjusted the beam alignment so that the total alignment error was less than 1.5% of sid meeting all manufacturer's specifications. The system is operating as intended.

Event description:
The customer reported that the transverse and longitudinal pairs of edges of the collimated radiation field combined extended beyond the visible field on the image intensifier. It extended more than 4% of the sid. No patient injury was reported.